Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not infuse. After the expected time of completion, the customer went to remove the folfusor and observed the device was still full. The device was filled with 73ml of fluorouracil diluted in 23ml of sodium chloride (nacl). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between september 26, 2023 ¿ september 27, 2023. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported flow problem. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. Evidence of continuous flow of fluid was observed during the functional flow test. Based on the evaluation result, the folfusor unit was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.